Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. The patient¿s mother stated the doctor prescribed ¿strong antibiotics,¿ four tablets per day, but did not know the medication name. Additionally, it was reported that the patient uses an insulin pump. They were not sure if the reaction was from the dexcom adhesive or the patient¿s omnipod insulin pump. At the time of the report the skin had healed, and the patient was feeling fine. Photographs were provided for investigation. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.